Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the device had a red cross error message. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse ran operational check and the device passed the test. Based on the information available and the testing conducted, the reported issue was not replicated. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.